Event description:
It was reported that the insulin pump buttons were unresponsive and customer stated that there were cracks on the top corner and left corner of the display. Customer's blood glucose was 113 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent up buttons response due to corroded keypad traces. Device had cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2015.